Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device cycled power by itself while monitoring a patient. The issue did not occur again during the event and the device was used to continue patient care. There were no reports of patient use associated with the reported event. The customer advised that no further information about the patient or the event could be provided.